Manufacturer narrative:
9/10/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a thoracoscopic blebectomy procedure. Reportedly, the staple line was incomplete and the knife did not cut. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported that the pt's status is satisfactory.